Event description:
It was reported via repair work order that the foot section would not lock due to missing and loose screws. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.